Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
During a device evaluation at the fisher & paykel healthcare (f&p) service center in california, the manometer of an rd900aeu neopuff infant resuscitator was found to be providing inaccurate readings. The healthcare facility indicated that the subject device had been dropped. There was no patient involvement reported.

Event description:
During a device evaluation at the fisher & paykel healthcare (f&p) service center in california, the manometer of an rd900aeu neopuff infant resuscitator was found to be providing inaccurate readings. The healthcare facility indicated that the subject device had been dropped. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p service technician and serviced. Our investigation is thus based on the information provided by the healthcare facility, the service report and our knowledge of the product. Results: upon evaluation of the service report, it was observed that the manometer of the subject device did not provide accurate values. Additionally, the healthcare facility reported that the device was dropped to the floor. Conclusion: based on the information provided by the customer and the evaluation of the service report, the issue with the manometer resulted from impact damage. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.